Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime/compromised force sensor system, and excessive no delivery test. No excessive no delivery alarm was noted. The insulin pump had a scratched display window and a cracked display window corner. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a scratched display window and a cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump and has called in 3 times in the past week for this issue. Customer's blood glucose was 444 mg/dl. Customer treated with a manual injection. Customer's blood glucose are not elevated. Customer will be sent a courtesy replacement pump.